Event description:
The following was reported to hamilton medical ag: on the morning of (B)(6) 2024, the intensive care department reported that a hamilton c1 ventilator could be turned on and off in the warehouse. After moving it to the emergency bed and connecting an oxygen cylinder, it turned on again with a black screen and beeping sound alarm. The department staff could not turn off by long pressing the power button, and immediately notified the equipment department for maintenance. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).